Event description:
Accounted reported several tests gave zero results which were flagged. The incorrect results were not used to guide theraphy. The field service representative found that cleaner solution was not being delivered because the tubing had separated from the connector. He repaired the instrument by connecting the tubing.